Manufacturer narrative:
Upon further investigation, the user facility confirmed that the device involved is not a stryker device. Section b5 has been updated.

Event description:
It was reported that the bed has a broken power cord, potentially indicating the risk for ac shock. The user facility did not provide the model or serial number of the bed and canceled their request for service. Upon further investigation, it was confirmed that the user facility created the request for service in error and confirmed this was not a stryker device.

Manufacturer narrative:
The user facility canceled their request for a device evaluation. H3 other text: user facility canceled their request for service.

Event description:
It was reported that the bed has a broken power cord, potentially indicating the risk for ac shock. The user facility did not provide the model or serial number of the bed and canceled their request for service. There was no report of patient involvement or adverse consequence.

Event description:
It was reported that the bed has a broken power cord, potentially indicating the risk for ac shock. The user facility did not provide the model or serial number of the bed and has not made it available for evaluation yet. There was no report of patient involvement or adverse consequence.